Manufacturer narrative:
Internal reference: (B)(4). Patient identifier, age or date of birth, sex , weight, ethnicity, race: attempts to obtain patient information have been unsuccessful. Device serial number and lot number have not been provided by the customer thus expiration date and UDI are unknown. The implant or explant dates are not applicable to this device. Not applicable for this device. Item number: device was discarded at the customer site and not returned to manufacturer for analysis. Device was discarded at the customer site and not returned to manufacturer for analysis. Device serial and lot number have not been provided by the customer thus manufacture date is unknown. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This case was reviewed and investigated according to the manufacturer¿s policy. It was reported the manufacturers device may have caused or contributed to a vessel dissection. This adverse event is being submitted because the manufacture¿s device was used in a procedure where the patient experienced a vessel dissection.